Event description:
It was reported that balloon rupture and leak occurred. The 100% stenosed target lesion was located in the mildly tortuous and moderately calcified anterior tibial artery. A 2mm x 40mm x 144cm coyote es balloon catheter was advanced for dilation. During the second inflation, at 8 atmospheres there was a leak noted, and in the same atmospheric pressure for about 10 seconds, the balloon ruptured. In addition, it was confirmed that the device was not used to post-dilate a previously placed stent. The balloon was successfully removed from the patient with no fragments left inside and was replaced for a different device to complete the procedure. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR.: device was returned for analysis. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed no damages. Microscopic examination revealed a pinhole 43mm from the tip. No other damages or irregularities were presented in the remainder of the examination.

Event description:
It was reported that balloon rupture and leak occurred. The 100% stenosed target lesion was located in the mildly tortuous and moderately calcified anterior tibial artery. A 2mm x 40mm x 144cm coyote es balloon catheter was advanced for dilation. During the second inflation, at 8 atmospheres there was a leak noted, and in the same atmospheric pressure for about 10 seconds, the balloon ruptured. In addition, it was confirmed that the device was not used to post-dilate a previously placed stent. The balloon was successfully removed from the patient with no fragments left inside and was replaced for a different device to complete the procedure. There were no patient complications reported. It was further reported that physical evidence to the balloon was noted where the balloon ruptured upon inflation.